Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.